Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of about low blood results. Performed blood test - 69 mg/dl. Caller states she normally reads between 130-140mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (69) and the normal result (140) is located in zone b/c. No adverse event reported.